Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with a blood glucose level of 824 mg/dl. The customer's blood glucose levels were 201 mg/dl and 224 mg/dl. The customer was treated with manual injections and antibiotics. The customer reported vomiting as a symptom related to high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege the insulin pump for under delivery. The customer stated that the drive support cap appeared to be normal. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed off no power alarm test and the dat test at 0.08780 inches. No under delivery or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test. Insulin pump was unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, cracked display widow, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.